Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Report source: shin wc, moon nh, jeon sb, suh kt, comparison of surgical outcomes between standard and elevated-rim highly cross-linked polyethylene acetabular liners in primary total hip arthroplasty with minimum 15- year follow-up: single center, retrospective cohort study, the journal of arthroplasty (2020), doi: https://doi.org/10.1016/j.arth.2019.12.026. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that a patient underwent a revision procedure due to periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.